Manufacturer narrative:
A company representative examined the system and was unable to replicate the reported issue. The ultrasound controller printed circuit board (pcb) was replaced for diagnostic purposes. The system was then tested and met all product specifications. A root cause has not been identified. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgery center administrator reported that in preparation for cataract surgery the system primed and tested normally, and the indicator light on the console gave the proper confirmation light, but the handpiece did not sound right. During the surgery, the surgeon noted that there was not much torsional power. The tips, handpieces, and cassettes were exchanged, but the torsional power remained low. The cataract was soft, so the surgeon was able to complete the procedure. No harm or injury to the patient was reported.